Manufacturer narrative:
Product reference 4433750 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433750 cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of celsite which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in november 2018. Investigation results: we received for investigation a celsite access port with the proximal part of the catheter which was still connected to the port. The distal part of the catheter was not ruptured. The returned catheter segment measures 1,5 cm. At the level of the rupture, the catheter is slightly ovalized. This could be due to a kink, a pinch or a strong angle at this level. Dimensional measurements: we have measured the returned catheter in order to check its conformity to our specification. The internal and external diameters conform to our requirements. Conclusion: the evaluation of the explanted device did not allow us to detect any manufacturing defect. The catheter rupture shows a slight ovalization which could be due to a catheter pathway was not straight. Only the examination of the x-ray could allow us to confirm this hypothesis. This type of incident is rare ((B)(4)%) . No corrective action is envisaged.

Event description:
"Regularly followed up by a CT scan, the catheter was found separated from the port. However, the connection still connected with the port. The port and catheter are removed from patient's body. Patient is fine and doesn't need further treatment.."